Manufacturer narrative:
The reagent lot number was 88912001 with an expiration date of 30-sep-2026. The field service engineer found that the sample probe was dirty. He cleaned/styletted the probe, checked adjustments, performed an air purge, and performed sample probe cleaning. He ran precision with results within specifications. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of analyzer error messages and questionable glucose hk gen.3 results from the cobas c 503 analytical unit. For one patient sample, the initial result was 9.5 mg/dl. The repeat result from another cobas c503 analyzer was 110 mg/dl. The repeat result was believed to be correct.